Event description:
Biomedical engineer has reported the following event to the ansm : "revision surgery from an abg ii because of 3 dislocations since the surgery in 2009."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving a trident 10° crossfire insert 28 mm ID was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Biomedical engineer has reported the following event to the (B)(6): " revision surgery from an abg ii because of 3 dislocations since the surgery in 2009"

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Biomedical engineer has reported the following event to the (B)(4): " revision surgery from an abg ii because of 3 dislocations since the surgery in 2009"